Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. There is distal stent damage. There are numerous hypotube kinks. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 4.50mm rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.